Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 9280140. All inspections and challenges were performed per the applicable operations qc specifications. There were three (3) notifications [(B)(4)] noted that did not pertain to the complaint. There was one (1) notification [(B)(4)] noted for out of spec shield pull. (B)(4).

Event description:
It was reported that while using a syringe 0.5ml 31ga 8mm ufii 10bag 500cs, the needle separated. This occurred with 8 syringes during use. The following information was provided by the initial reporter: "consumer reported needle hub separated when removing shield. Stated, shields are hard to remove 8 syringes affected."